Event description:
Per report, in a transfemoral transcatheter aortic valve replacement (tavr) procedure, during deployment the valve moved aortic and was canted, and was post dilated with additional volume to the balloon. Echo showed moderate perivalvular leak (pvl) and moderate central aortic insufficiency (cai). Another sapien valve was deployed within the first one, with a final result of moderate pvl and no cai. Summary of the case: aortic annulus measurement of 22.4 mm, stj of 30.1mm, sinus of valsalva of 34.7 mm, asc aorta 34mm. The patient has a porcelain aorta with a heavily calcified valve including the leaflets and the annulus. Discussion was had around proper sizing due to heavy calcification; it was decided that the 24f sheath would be inserted and bav with contrast injection would be performed to determine proper valve sizing. A 23mm sapien valve was placed in a 50:50 position and deployed under rvp. During deployment the valve moved aortic and was canted with a final position of 60:40 on the non coronary cusp (ncc) and 90:10 on the left coronary cusp (lcc). Echo revealed moderate posterior pvl and mild cai. 1cc diluted contrast was added to the atrion syringe and post dilatation was performed in an effort to reduce the pvl. Results: moderate pvl, moderate cai. A second 23mm sapien valve was inserted and positioned more ventricular (50:50) than the initial sapien valve in an attempt to seal the pvl. The valve was deployed under rvp with a final position of 50:50. Echo revealed moderate anterior pvl and zero cai. The patient remained stable throughout the procedure and left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the edwards' clinical specialist: the patient has a moderate-severe sinotubular (stj) calcification, no ventricular septal hypertrophy, and the image intensifier angle and coaxial alignment were noted to be good. During deployment the delivery system balloon inflation was held per the recommended time. The perceived cause of the event was due to the 22.4mm heavily calcified eccentric annulus. Cine and echo images of the procedure were requested by the edwards representative; however, the site was not willing to provide them. Without imaging, patient factors (i.e. Annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning, adequacy of pacing during deployment), cannot be confirmed/assessed by edwards. In this case, it was reported that the sapien 23mm valve malposition with subsequent pvl and cai was caused by patient factors (22.4 mm heavily calcified eccentric annulus). Furthermore, the event was not considered to be related to a dysfunction of the sapien valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct amount of aortic leaflet calcification is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), and interference from adjacent structures balloon movement during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.